Event description:
In 2008, the sales representative reported that while doing a kit inspection, it was noted that the screw had come out of the sleek handle rod holder and was lost. There is a potential risk that this could occur during surgery and in the patient.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made for the return of the product. Device manufacturer date is unk. Evaluation is pending upon return of the product.